Manufacturer narrative:
The complaint of live image malfunction could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout burn-in. All functions perform as expected. No problem found. Defective video cable or ccu are possible causes for blank image. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the camera head hd560h had an image failure during a procedure. A backup was used to complete the procedure. No injury or complications were reported.